Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a proglide device via a 6fr sheath, after a supera interventional procedure. Reportedly, when the plunger was pulled removed, the blue suture was pulled out with the needle and there was no visible knot [cuff miss]. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿blue suture was pulled out with the needle and there was no visible knot when the plunger was pulled removed¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed prior to deployment. It should be noted that the electronic perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. It does not appear that the eifu deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.